Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman delivery system inside the watchman access system with the valve of the was tightly closed around the core wire of the wds. The implant was not returned for analysis. The device was bloody with contrast outside the sheath. The hub, valve, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed the wds sticking out 2 cm from the tip (of the was), core wire damaged 2 cm from the tip of the device, numerous kinks in the sheath, sheath damage (abrasions) and tip damage (abrasions, tricuts slightly flared outward with 1 tricut folded back inside the sheath). The damage to the tip and the abrasions are consistent with device recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09491. It was reported that recapture difficulties occurred and the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed in the laa. The position was good, there was a seal without gaps and a compression rate of 10%. The physician performed 3 tug tests. During the 3rd tug test the closure device did not hold the position in the laa. The closure device was still attached to the corewire in the la. The physician decided to perform a full recapture, however, they could not pull the closure device into the was because the was had "crumpled". They decided to pull back the was and wds with the attached open closure device through the septum and into the right atrium and then removed them from the patient. The procedure was aborted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09491. It was reported that recapture difficulties occurred and the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed in the laa. The position was good, there was a seal without gaps and a compression rate of 10%. The physician performed 3 tug tests. During the 3rd tug test the closure device did not hold the position in the laa. The closure device was still attached to the corewire in the la. The physician decided to perform a full recapture, however, they could not pull the closure device into the was because the was had "crumpled". They decided to pull back the was and wds with the attached open closure device through the septum and into the right atrium and then removed them from the patient. The procedure was aborted. No patient complications were reported and the patient's status was stable.